Event description:
A surgeon reported to our int'l affiliate that a milagro screw had gone through the tibial tunnel, and is now lodged in the joint space. Surgeon has decided to leave the device in the joint space at this time. The surgeon is reporting the patient has had no adverse effects.

Manufacturer narrative:
The device is still in the knee, and there are no reported plans for a second surgery. The product is not being returned, and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation, or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. To date, no additional information has been provided. If however, more information is received that is both pertinent, and germane to this issue, that information will be evaluated, and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family, as a means of monitoring the extent with which this complaint is observed in the field. See scanned page.